Event description:
Pt had left carotid endarterectomy. Post anesthesia pt demonstrated left hemispheric ischemia, resulting in right upper and lower transient weakness which 12 hrs postop partially resolved. Question raised if inter-op eeg (eegle) monitor failed. Equip sequestered. MFR notified, tested equip, no problems identified.